Event description:
It was reported tha the customer received no delivery alarms repeatedly during basal rate delivery. Customer's blood glucose was 7.3 mmol/l. During troubleshooting, the customer disconnected and reconnected the infusion set and reservoir and insulin did exit with a manual prime. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.